Event description:
The customer contacted baxter's technical service center to report getting air in her body without any alarm on a homechoice (hc) machine during use, while she was connected. The home patient (hp) stated that for the last year she has been getting air in her body and the machine has given her no alarms, and she wanted to know why it's up to her to find air in the line and not the machine. The baxter technical service representative (tsr) explained prime to the patient and how there is a re-prime feature if there is air. The hp wanted to know why there have been no alarms. The tsr stated that there is no way to explain why there have been no alarms. The tsr initiated a swap of the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp registered nurse (rn) on (B)(6) 2011 regarding the hp's report of air in the line without an alarm. The rn stated that the hp had contacted her and the rn instructed her to re-prime the line and the hp said that she did that. The rn also had her start over with a new a cassette. The hp said that she did that too and there was still air. The rn said the hp swapped her cycler and that everything is going fine. The hp was no longer having any issues. There was no medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported air in the tubing was not confirmed. The root cause was undetermined. The lot number was not available; therefore no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.